Manufacturer narrative:
The event for disassembly was confirmed by the technician through visual inspection. The balls in the ball retainer were missing. The device was scrapped by the manufacturer.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device disassembled and the balls are missing from the ball retainer. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device disassembled and the balls are missing from the ball retainer. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.